Event description:
It was reported by the customer that a pyxis medstation es system drawer was open, but device doesn't sense it's was open. The customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was doesn't sense it's was open. A field service engineer reseated all connections at rear of main cabinet in drawer 5 rowboard contacts to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshoot the device.